Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation." The device has been explanted.

Event description:
Healthcare professional reported right side "deflation." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis summary: review of all complaints of fluid leak (a050401) for the period of (B)(6) 2020 through (B)(6)2022 related to date opened indicates that one point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿I chart of a050401 fluid leak for saline breast implants¿ attached. No patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified: opening, leak test was performed and found opening on posterior . A microscopic analysis was performed which identify sharp opening on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a opening sharp on the posterior side assessed as unidentified (tear) opening.